Event description:
Event description cpi received information that this bipolar lead was explanted because of a sensing problem. During the invasive procedure the lead was found to have an insulation abrasion on the main body. The lead was replaced. Implanted-10/23/92. Explanted-08/13/96. Implant months-45.7.